Event description:
It was reported to philips that functional tests were not possible in the device. There was no report of patient involvement. The device was evaluated by the customer with assistance from philips remote service engineer (rse). The reported issue was confirmed and caused traced to functional tests are not possible in the device. Based on the conclusion of the evaluation, it was determined that there was malfunction of the 50 ohm load resistor assembly fr kit. The parts were ordered. The device remains at the customer site. There is no indication of a systemic problem. No further investigation and action is warranted.